Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call, that they are having issues with the device. Customer had to use the pencil to rewind the insulin pump. They use the pencil to push it all the way back. Customer's spouse was advised to call back with the device information and she didn't know for how long issue has been occurring. The insulin pump is not returning for analysis.